Event description:
The customer reported during initial startup, the probe wipe leaked fluid into the unit involving coulter act diff 12 analyzer. The customer turned the unit off and did not put it in operation. The customer had on gloves during the incident. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered dirty rinse block and flushed the vacuum line and cleaned the rinse block to resolve the issue. The fse performed quality control (qc) panel verification and reproducibility test. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).